Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable right ventricular (rv) lead impedance and noise were noted at time of implant after closure of the pocket. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the patient leaving the lab, the lead was revised where the helix was retracted and re-extended which resolved the noise oversensing.